Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported reported the patient had his scs system explanted approximately a week after being implanted. The patient stated he bumped the ipg site on a door knob, which caused the ipg pocket to open. The patient went to the hospital where they reclosed the wound, however, the patient developed an infection and the system was explanted. Date of explant is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the ipg removal was on (B)(6) 2016. The patient was treated with IV and oral antibiotics. In addition, the infection has reportedly cleared.